Event description:
It was reported that the pump keeps alarming needs maintenance and it is a new. No patient injury was reported.

Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. No appearance of any physical damaged. The complaint condition was duplicated during the evaluation. Found maintenance recommended at power up. The programmed pm date was (B)(6) 2021, when the pump reaches this date, an advisory message (low priority alarm) appears on-screen for annual maintenance to be performed. The root cause of this event was annual pm was due. Annual pm was performed, and the pm date was reset. Power up process was performed, and all functional tests passed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A maintenance recommend alarm is an expected normal advisory alarm designed to notify the customer when it is time to perform required pump maintenance.